Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member of the patient that the patient had an aggravation of heart failure that caused epilepsy, lower extremity edema, coughing and asthma. The patient was hospitalized; however, there was a lack of programming equipment to be able to check the patient's implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.